Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2022. The blood glucose level of the patient at the time of event ranged between 120-150 mg/dl. The issue occurred with 3 same type of infusion sets and all did not deploy, not in use. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.